Event description:
A customer reported a system message was received prior to beginning a procedure. The system was switched out and the procedure was completed. There was a 15 minute delay in the start of the case. There was no patient harm reported.

Manufacturer narrative:
Product evaluation: a sample is expected, but has not yet been received. The customer's complaint history was reviewed for the period of (B)(6) 2009 through (B)(6) 2010; this is 1 of 2 events reported regarding this issue for this facility. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. Root cause: constellation system message (B)(4) complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. Actions taken: as a preventative measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. (B)(4).